Event description:
Surgical intervention was undertaken on (B)(6) 2023 in which the lead was explanted to address the issue.

Manufacturer narrative:
Initial reporter information updated to reflect name of physician who performed surgical intervention and the facility in which the surgical intervention was performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's lead is exhibiting high impedances. Surgical intervention may be pending to address the issue.